Event description:
The customer stated that during 4 hour routine check on ECMO pt, it was noted the water bath was off. Water heater found to be up against side of cart, and switch accidentally turned off. Pt temperature was 34.6. H.r. Approximately 119. Water heater turned back on. (B)(6) increased to baseline, approximately 127. Roll of tape placed between heater and side of cart and taped in place to prevent it from happening again till protective cover placed. (B)(4).

Manufacturer narrative:
A review of the complaint/ufr data indicates that the csz device worked as intended and there was no problem with the device functionality. Csz has not received any such complaint since release of ECMO heater in 1986. Visual inspection of the photographs and information provided by the user indicate that the device has been placed too close to the edge of the support of the ECMO cart with the power switch facing the support. The device has not been secured to the base with the two knurl screws (provided with the device) as described in the operations manual. Csz is further investigating the issue with a request of additional information from the user. In the meantime csz has recommended user to fixed mount the device to the cart with knurl screws (provided with the cart) as recommended in the operations manual supplied with the device. Csz believes it is an ECMO installation issue on the cart. Csz is working with the user to solve the issue while maintaining pt and user safety.